Manufacturer narrative:
Device received with no physical damage noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was scratches on screen makes screen a little harder to read and buttons were little difficult to push. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that top of battery compartment was damaged. The insulin pump will not be returned for analysis.